Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted that in the pdf report on (B)(6) 2023, post MRI exam, in the summary of the information regarding the device, the atrial impedance is > 3000 ohms, in red, whereas on the top of the pdf report, the leads are ¿ok¿ and in green. The issue is linked a coding error in the software that generates the pdf report. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on the rms report received by the center, the atrial impedance pre-MRI is > 3000 ohms. No curves available on the report to check data about the atrial lead.

Event description:
Reportedly, on the rms report received by the center, the atrial impedance pre-MRI is > 3000 ohms. No curves available on the report to check data about the atrial lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.